Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. The peritonitis was manifested by blood in the patient's non-baxter pd catheter device and abdominal pain. The patient was treated with three unknown intraperitoneal (ip) antibiotics for the peritonitis event (dose and frequency were unknown). The patient recovered from the peritonitis and pd therapy was ongoing. No additional information is available.